Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reer1238 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle failed to retract when pressed the safety button. The rn then pressed the button a second time and noted some resistance when the needle retracted. The device was discarded.